Manufacturer narrative:
(B)(4). Concomitant medical products: 141314, biomet finned pri stem 40mm, 333260, 140052, maxim por ana pri fml 65 rt, 230920, 11-150852, bmet arcom por 4spike pat 31mm, 141410, 141263, biomet por pri tib tray 71mm, 139040, 103532, ti low profile screw 6.5x25mm, 120650, 103535, ti low profile screw 6.5x40mm, 291200. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Product location unknown.

Event description:
It was reported that the patient underwent right total knee arthroplasty. Subsequently, the patient underwent a manipulation procedure due to pain and inability to bend the knee. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information provided. Device history record (DHR) was reviewed and no anomolies found. A definitive root cause cannot be determined. If any information is found which would change or alter any conclusions or information, a follow-up MDR will be submitted accordingly. Zimmer biomet will continue to monitor for trends.